Manufacturer narrative:
(B)(4). Event date: on an unknown date approximately three weeks prior to the hernia repair procedure, the patient was diagnosed with a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia in the groin area coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy but it was not reported if the hernia worsened with ongoing peritoneal dialysis therapy. Twenty-eight days prior to the receipt of this report, the patient was hospitalized through same-day surgery for a bilateral hernia repair and was discharged on that same day. Dianeal therapy was ongoing. The patient was recovering from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.